Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power, however, it would continuously flash a white screen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The reported problem was verified during testing; however, review of the device activity log indicated that the battery was drained by heavy use. The battery was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.